Event description:
Customer called as a result of receiving questionable results. Results from 11/26/2006: 52 mg/dl (05:43), 71 mg/dl (05:46), and 194 mg/dl (05:47). The customer did not experience symptoms of low blood glucose, but ate a piece of candy after his last reading "just in case." No adverse event reported. The customer also stated that he thought his strips may have been exposed to extreme cold in his car. A request was made for the return of the device and replacement was sent.